Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 16-june-2024, it was reported that the patient faced infusion set fell off during use, which cause the patient's blood glucose was elevated from 150 to 180 mg/dl. The infusion set was in use for 2 hours. The patient replaced infusion set and resumed insulin successfully. No further information available.